Manufacturer narrative:
Additional product code for this report includes hsz. Device is not distributed in the united states, but is similar to device marketed in the USA. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the patient had a fracture of the fifth metacarpal. During the fixation of a 1.3mm grid plate with 1.3mm cortical screws, the specialist drilled the respective holes to insert the screws. The drill bit broke during the procedure with a fragment remaining inside the fifth metacarpal. It was impossible to remove. The drill bit part was 1.0 mm, length 46/34 mm. The remains of the instrument were discarded in the clinic. This is report 1 of 1 for complaint (B)(4).